Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for failed back surgery syndrome and spinal pain indications. It was reported that it didn't charge anymore. The manufacturer's patient services specialist (pss) asked the pt if the controller wasn't charging from the ac power supply or if the ins wasn't charging from the equipment. Pt said that the ins wasn't charging from the equipment. Pss was walking the pt through resetting the controller when pt said that it wouldn't work as the controller was blank and wouldn't power back on. Pt said that the controller would say at times to call mdt as there was something wrong with the recharger. Pss had the pt connect the controller to the ac power supply without the battery pack inserted in the controller and the controller did not power on. Pt confirmed seeing the ac power supply green light on. The issue was not resolved. No symptoms were reported. A replacement controller was sent out. Additional information was received from the pt. Pt called back and stated they were having some problems with their replacement controller. Pt reported their ins battery level wouldn't show anything other than 100%, and their controller screen was shutting off while they tried to recharge the ins. Pt stated when they try to recharge ins, they vary between getting good and excellent quality. Pt stated their controller was currently at 90% after charging all night. Pss explained that pt likely didn't have stimulation turned on; pss had pt confirm by looking at home screen. Pss tried to get pt to turn stim on by using the white button on controller, but pt said that opened the menu (pss understood this to be that pt was hitting buttons on the screen). Pss instead tried walking pt through turning stim on by accessing program settings and using up/down arrow buttons on controller. Pt stated none of this was working and insisted that the controller was not working and wanted another replacement. A replacement controller was requested.

Manufacturer narrative:
Concomitant product: product ID 97745 lot# serial# (B)(6) product type programmer, patient information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4) the 97745 intellis controller, serial #(B)(6), was returned for product analysis. Analysis revealed broken connector support causing charging issues. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.